Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had an x-ray and an ultrasound on (B)(6), and the x-ray was extremely painful because they had to lie down on the table. The patient reported sometimes feeling as if the therapy shuts off. When asked for clarification, the patient explained that their symptoms were returning. After coming home from the hospital, the device was working well and they were able to make it to the restroom, but a few days later, their symptoms returned and they could not make it to the restroom in time. The patient also mentioned having to reconnect the programmer several times and increased the stimulation, but currently, their symptoms were improved. During the call, the patient was able to connect to the implant. The patient asked if they could switch programs if one does not work. Therapy information and general programming guidance were reviewed. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.